Event description:
It was reported that this inflatable penile prosthesis (ipp) would not remain inflated during use. During explant surgery due to this issue, the physician noted an air bubble in the reservoir. The outer layer of silicone of one cylinder showed damage; the dacron mesh of the cylinder appeared to be intact, and the cylinder appeared to be holding fluid. The other cylinder appeared intact and undamaged. The patient had received girth-enhancing injections to their penis since their previous surgery. A new ipp was implanted. No patient complications were reported.